Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a few months ago his doctor changed his basal rates because he was having low blood glucose levels. After that, his blood glucose was under control. Then, all of a sudden, customer began having high blood glucose levels. Customer's current blood glucose level is 155 mg/dl. In troubleshooting for highs, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The insulin pump failed the high pressure test due to a motor error. The motor error occurred during priming. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. The motor passed the motor test. The occlusion, prime, and excessive no delivery alarm tests could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and scratches on the reservoir tube window. The low reservoir alarm functioned properly during the test. The insulin pump passed the restart error test.